Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had low audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and the serial number was unreadable since the usb door was missing . The receiver was charged and booted. The receiver log was downloaded and reviewed, finding no errors related to the complaint. A global receiver functional test was performed and passed. The g5 global communication tool software test was performed and passed the sound test. Manual "try it" testing was performed and passed. The receiver case was opened for an interior inspection and passed. The speaker audio intermittent tests was performed and passsed . Speaker resistance was measured and passed. The reported event of a low audio output was not confirmed. A root cause could not be determined.